Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that patient presented in clinic for a lead revision due to dropping r wave values. It was suspected that the reduced r waves were due to the loss of slack in the lead which was noted via diagnostic imaging prior to the procedure. Patient was asymptomatic. It was noted that during the procedure the physician was unable to fully insert the stylet into the lead; physician attempted to remove the stylet from the lead but accidently damaged both the lead and stylet in the process. Lead was extracted and replaced with a competitive lead. Patient was stable post-procedure.